Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no relevant clinical medical information was provided to conduct a thorough medical assessment. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) No relevant clinical medical information was provided to conduct a thorough medical assessment. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided and/or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. Luca orlandini and/or j. Templeton, medical director.

Event description:
It was reported that a revision surgery was performed due to a broken insert.